Event description:
The balloon sheared in half when the physician attempted to remove it from the artery. As a result, a surgical cut-down of the common femoral artery was required to retrieve the device.no drug-coated balloon (dcb) was used before or after placement of the crosstella.all device components were successfully retrieved, and according to available information, the patient remained stable and was doing well following the procedure.

Manufacturer narrative:
1. Results of investigation 1) the device exhibited significant elongation of the proximal shaft, proximal to the guidewire port (gwp), and fractured approximately 514 mm from the tip. The fracture had a torn appearance, and the core wire was found dislodged. However, it was confirmed that all components of the device were successfully retrieved. 2) the device history records (DHR) of the device concerned were reviewed: the production lot, to which the device concerned belongs, passed all in-process inspections for every product, and the finished product inspections on representative samples based on sampling plan. No nonconformity or abnormality in the manufacturing processes of the device concerned was found. 2. Probable cause and comments: all fractured fragments were recovered from the patient's body, and the patient was reported to be stable with no complications. However, because surgical vascular cut-down was required for retrieval, the event was assessed as a serious injury. Based on the investigation, the event is considered to be procedure-related. The lesion was located at a long distance from the guiding catheter (gc) or guiding sheath (sheath), and the device was manipulated with the gwp protruding from the tip of the gc or sheath. During catheter withdrawal, the guidewire became deformed or looped at the distal end of the gc or sheath, causing the device to become stuck. Continued withdrawal in this state likely subjected the shaft to excessive mechanical stress, ultimately resulting in device fracture. No issues were identified with the product's design or manufacturing. In addition, as the following [warnings and precautions] and [complications] is stated in the instructions for use (IFU), this event is considered a known risk: [warnings and precautions] [precautions during usage] 11. Do not insert or remove the catheter rapidly. (Operating rapidly may damage the catheter or injure the vascular intima.) 16. If any abnormality such as strong resistance is experienced while manipulating the catheter, the procedure should be discontinued immediately. The cause should be verified and appropriate measures should be taken. (Continuing the operation with excessive force may result in damage to the catheter or in vascular wall injury.) 22. If resistance is felt during post procedural withdrawal of this device, it is recommended to withdraw the entire system together with the introducer / guide sheath. [Complications] device failures: breakage of the balloon and / or the catheter shaft, difficulty in removing the device adverse events: local internal bleeding or hematoma, vascular dissection, vascular perforation, vascular rupture.